Event description:
New information received noted that the fluid buildup in the pacer pocket was due to unknown infection. The patient recovered from the infection and a new pacer system was implanted on (B)(6) 2019. The physician does not suggest that the infection was due to the system or implant procedure on (B)(6) 2019.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with fluid buildup in the pacer pocket. The pacemaker was explanted and the pacer pocket was drained during procedure on (B)(6) 2019. The patient was stable post procedure.